Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 14893614.

Event description:
It was reported that the patient experienced pocket site discomfort. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices were discarded.